Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the adjust belt messages were confirmed in the flag files. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends.   No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient was receiving adjust belt messages.